Event description:
Adr reported information: patient ((B)(6)) purchased needle from community health service on (B)(6), 2024 to inject insulin. During the injection, a little bit leakage of liquid was found at the connection between the needle and the injection pen. No leakage was found after reinstallation, it might be caused by improper operation of the patient. Call center confirmed the information with customer on (B)(6), 2024: the patient installed needle crookedly, so the connection between the hub and the injection pen leakage. Needle could be used normally after replacement. Since the specification 0.3*4mm in adr could not be found, call center confirmed with customer that the correct specification was 0.23*4mm. No photos taken, no samples retained, and no customer response is needed. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.